Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced premature ventricular contractions (pvc) which were undersensed due to the atrial blanking period which resulted in the device delivering right ventricular (rv) pacing. Technical services (ts) was contacted and observed that the patient went into ventricular tachycardia (vt) which was believed to be triggered due to the rv pacing that was delivered after the pvcs. This caused the device to deliver therapy to convert the rhythm. In addition, it was observed that the first two shocks did not convert rhythm and a degradation to ventricular fibrillation (vf) was observed after the first shock. Subsequently, the rhythm was successfully converted after the third shock. Reprogramming adjustments were applied. This crt-d remains in service. No additional adverse patient effects were reported.